Event description:
An isi representative visiting the site discovered multiple da vinci s 8mm instruments with scratches on the main tube and advised that the account return them to isi for evaluation.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Engineering found the distal end of the main tube has a 2.3 inch long by .250 inch wide section with material removed. The scratches are concentrated on the side of the tube and are likely due to inadvertent contact with other instruments. Damaged area is parallel to the tube axis. All cannulae at this site have been evaluated and were found to be within specification. Engineering believes a possible source of this damage is due to instrument shafts rubbing together. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.